Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of this device was identified as potentially contaminated during a repair. The technician took pictures of the internal tubing and submitted them for review. Cq director of operations and epidemiologist reviewed the photos and recommended that hpc testing be performed to provide a quantitative assessment of water quality. No patient involvement was reported. Cq received hpc test results that were outside of cq specifications for water quality, indicating device contamination.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during a device repair. Due to the discoloration of the tubing, it was recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. This would return the device to specification and full functionality. This was relayed to the customer via email on (B)(6) 2024. As of the date of this report the customer has not responded to these options.